Event description:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 15-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and arrhythmia ("heart rhythm dysfunction") in a female patient who had essure (batch no. B85139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 2 years 10 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), alopecia ("hair loss"), arthritis ("articular inflammation"), breast pain ("breast pain") and gastrointestinal disorder ("intestinal disturbances"). The patient was treated with surgery (removal of essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, alopecia, arthritis, breast pain and gastrointestinal disorder outcome was unknown. The reporter provided no causality assessment for alopecia, arrhythmia, arthritis, breast pain, gastrointestinal disorder and medical device removal with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 17-nov-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 693 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.